Manufacturer narrative:
During preventive maintenance (pm), the autopulse platform (B)(4) failed initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message displayed during the compression. The brake gap inspection was performed, verified the brake gap was out of specification and could not be adjusted. The root cause for the observed error message and the brake gap issue was a defective drive train motor, likely attributed to a defective component. Upon visual inspection, noticed broken pieces on the front enclosure and the bottom enclosure. The likely root cause for the observed physical damage was user mishandling, such as a drop. The defective drive train motor and the damaged parts were replaced to address the observed error message and physical damages. Following parts replacement, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance (pm) on 08/06/2021, the autopulse platform (B)(4) failed initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message. No patient involvement.